Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was hard to press. The patient denied damage to the audio bolus button. The patient reportedly used a protective case and wore the pump under a garment, against the body. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the bolus button. Evaluation revealed that bolus button was found to respond to button presses as expected.